Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed by analysis. Final analysis found no anomalies, and battery depletion was determined to be normal. No anomalies were detected.

Event description:
It was reported that the patient presented at clinic for a competitor lead revision procedure. It was discovered that the patient's implantable cardioverter defibrillator (ICD)'s battery pre-maturely depleted. The ICD was explanted and successfully replaced. The patient was stable.